Event description:
It was reported that the device was used during an unknown procedure, the tip (stud) of cord is broken. There was no consequence to the patient.

Manufacturer narrative:
Device was not returned for evaluation.